Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0923 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that liquid leakage was found after the nurse unpacked the package for catheter flushing. The device was not used on a patient.

Event description:
It was reported that liquid leakage was found after the nurse unpacked the package for catheter flushing. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed approximately 3.4 cm proximal to the distal tip of the catheter. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir990196 for further information regarding this type of event. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿